Event description:
It was reported that a clearlink system continu-flo solution set was damaged; further described as "tip of primary IV tubing broken off into y-port". This occurred while preparing to give the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a cracked/broken piece luer lock body in the y-site clearlink. The reported condition was verified. The cause of the reported condition could not be determined; however, could have been caused by a user error. An incorrect disconnection method with an external force applied to the components could generate the reported condition, the tubing length between both components is 6¿ and it is not expected the connection between the components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.